Manufacturer narrative:
(B)(4). Concomitant medical product: biomet spinalpak catalog #: 1067717 serial (B)(4), biomet 72r electrodes catalog #: 106130-20 lot #: ni. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2018-00024 and 0002242816-2018-00025.

Event description:
It was reported by the patient she was using the 72r electrodes with cover patches on her neck. She experienced a burn which she reported to her physician, who gave her silvadine. She did not wait for the area to heal completely before trying the 63b electrodes without cover patches; she noticed a rash on the right side that was a bit swollen. She reports she did not change the location of the electrodes. The patient was advised to let the area heal completely and to change the electrodes daily and to reposition them. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: a3: date of birth added; a4: patient weight added; g4: date received by manufacturer added; g7: type of report added; h2: follow-up type added; h3: device not returned to manufacturer added; h6: method code updated to 4114- device not returned; h6: results code updated to 3221- no findings available; h6: investigation code updated to 4315- cause not established; g1-2: contact office name/address corrected. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2018-00024-1 and 0002242816-2018-00025-1.

Event description:
It was reported by the patient she was using the 72r electrodes with cover patches on her neck. She experienced a burn which she reported to her physician, who gave her silvadine. She did not wait for the area to heal completely before trying the 63b electrodes without cover patches; she noticed a rash on the right side that was a bit swollen. She reports she did not change the location of the electrodes. The patient was advised to let the area heal completely and to change the electrodes daily and to reposition them. No additional patient consequences were reported.